Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a sleeve procedure. The doctor loaded the cartridge and clamped the tissue but when he pressed the green firing button and handle of the stapler broke and the instrument did not fire. No patient injury.